Manufacturer narrative:
A steris service technician arrived onsite to inspect the table. The technician tested the functions and articulations of the table and found it to be operating properly; no repairs were required. The technician was unable to duplicate the reported event and the table was returned to service. The user facility is responsible for using appropriate patient positioning and movement practices. The 3085 sp surgical table operator manual states (pg.1-2), "warning-instability hazard: stabilize table when transferring patient." A steris account manager performed in-service training on the proper use and operation of the 3085 sp surgical table. No additional issues have been reported.

Event description:
The user facility reported that during patient transfer at the end of the procedure, their 3085 sp surgical table began to tip. The table was re-stabilized by facility personnel and the patient was transferred from the table. No report of injury.